Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported initially the therapy was not working right, and it did not seem to help the pain. The patient said they did not use the ins at all for nine years straight, maybe five. Then, they started using it here and there. The patient reported they could definitely get stimulation on. Patient services reviewed the implant date and expected end-of-service (eos). The patient declined to check the ins with the programmer during the call. The patient reported this as a previous event, and the patient used the therapy now. However, it was never confirmed if the issue had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient had jolts when she turned it on and she thought her leads moved. The patient also had pain in her back where the ins was located that she should not have. The patient talked to her healthcare professional (hcp) about the pain in her back and they said it was probably a spark issue. The patient was to follow-up with the hcp. The pain in the back began at implant. The patient did not know when the jolts and suspected lead movement began.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.